Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely gas leakage from the primary piping was due to a loosened connector. It is likely stress led to the issues; however, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited gas leakage from the primary piping and a loose connector. There was no patient involvement.